Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it can be presumed that the event was caused because the user was not aware that sterilization was necessary because the label was wrong. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No devices were returned for evaluation. The customer reported that a non-sterilized balloon was used with patient; this issue could be confirmed. This issue is listed as a hazard in the device risk analysis. The device history record could not be reviewed; no lot number information was provided. The device instructions for use document was reviewed. Review showed relevant instruction under the sterilization section: "make sure to perform ethylene oxide gas sterilization prior to use. As to the sterilization methods, refer to the instruction manual of an ethylene oxide gas sterilization device. For the conditions of ethylene oxide gas sterilization, refer to table 1 and 2." Review of the device label showed the handling methods section stated "sterilize as necessary". The package insert labeling, however, stated "always sterilize". The difference between the labels was identified as a potential cause of the issue. However, the root cause of the reported issue was not definitely confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the balloon was used during a diagnostic ultrasound endoscopy procedure. The customer had not performed gas sterilization of the balloon prior to use. The procedure was completed with the same device. There were no reports of patient harm or health damage. This report is related to linked patient identifiers (B)(6).